Manufacturer narrative:
(Other, oil mist): capital equipment, unit evaluated at the facility. The fse replaced the oil mist filter. She ran a test cycle and the unit met specifications. This issue is being addressed with a customer letter, related to correction & removal # 2084725.

Event description:
The customer reported an oil mist haze. The asp technical svc rep had the customer cancel the cycle and discontinue use of the unit. The customer stated that there were no physical complaints reported. The asp field svc engineer (fse) went to the facility to repair the unit.